Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela unit is delivering low volumes, at 500 ml's showing 200 ml's. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite and was able to verify customer's reported problem. The o2 (oxygen) cell was replaced but it failed. Technician inspected the o2 (oxygen) wiring and noted blender was not plugged in j301. The wiring was reconnected and tested. Unit passed o2 calibration and meets company specification.